Event description:
It was stated that the device doesn't dispense the medicine. There was patient involvement/ no harm reported. Evaluation of the returned device identified a detached downstream occlusion (dso) seal and confirmed the reported issue.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A detached downstream occlusion (dso) seal was noted. Functional testing was performed. The dso sensor was found to be damaged. The allegation made by the complainant was confirmed. The dso sensor and seal were both replaced. The device passed all functional testing after repaired.